Event description:
Procedure type: lap gastric bypass. According to the reporter: the needle detached from the device during the procedure. The needle was recovered. Another device was used to complete the procedure.